Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/17/2025, a sales representative reported via phone that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted), self-punching 2.6 mm, was noticed during insertion that the sutures were loaded incorrectly and severed and frayed. All damaged sutures were removed from the patient, and the case was completed with another ar-3770sp from the same lot. There was no case delay or added anesthesia administered. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including mishandling the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.